Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she was able to feel some stimulation after increasing the therapy. The patient didn't change programs just increased the stimulation to a higher number. The burning pain at the implantable neurostimulator (ins) site and incontinence issues had not been resolved. Sometimes it felt like she was sitting on a baseball at the implant site. The incontinence issues had actually increased. She was back to wearing a heavier pad and changing pads more often. The patient just moved to another state and would need to find another doctor.

Event description:
It was reported that patient had the stimulation on and was doing pretty good. The patient reported feeling stimulation in the correct area. Then she had a burning pain where the stimulator was, and then water just started flowing again on (B)(6) 2016. The patient did not feel stimulation while the therapy on. Patient was on program 1 at 5.4 volts. The patient stated that she used to be on program 3 and she did not know how it switched to program 1. The patient was helped to switch to program 3 and she was at 4.5 volts. It was noted that the situation was not resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.